Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer ¿wife reported via phone call that they experienced high and low blood glucose levels. Customer¿s low blood glucose level was 402 mg /dl and 455 mg/dl on (B)(6) 2021 they treated high blood glucose with bolus. Customer stated that there blood glucose level was high due to they do not having test strips they also sick due to lung causing high blood glucose level. Customer declined troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.